Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went through a metal detector at the court house and he think it messed up the stimulator. The patient keeps the stimulator on 4, but after going through the metal detector it felt a little too high. If the patient lowers the stimulation, he does not get the therapy/stimulation for effective pain relief. During the call, the patient commented that it was leaking. The patient was asked to clarify what they meant, and the patient restated that the device was messed up and stimulation at 4.0 is too high, but if he lowers stimulation he doesn¿t get adequate therapy. The patient programmer showed stimulation was on group a, program 1 at 4.0. The patient only had access to the current group. The patient said he normally sees his position next to the group. The patient was assisted in turning adaptive stimulation back on. The patient was directed to their healthcare professional (hcp) for programming. The patient mentioned his device was checked twice previously and was told it was fine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from foundation care and the patient where the patient mentioned receiving a letter about their metal detector event, where their therapy was not helping like it was. The patient stated they had an appointment scheduled to meet with their hcp for (B)(6) 2018. The patient stated they would know more then and fill out the form afterwards. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient was having problems with their stimulation going on and off unexpectedly and this occurred after they went through the metal detector and that their device had been messed up since then. The patient met with a representative three weeks ago but the representative said nothing was wrong with their device. The controller showed that stimulation was on and adaptive stimulation was enabled. The patient was advised to turn off the adaptive stimulation to see if the issue resolved and to meet with their healthcare provider/representative to have adaptive stimulation reprogramed. Adaptive stimulation was turned off during the call. The patient called back the next morning and noted that the stimulation was off again. The programmer confirmed that the stimulation was on but the patient wasn't feeling stimulation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient restated that they walked through a metal detector on (B)(6) 2018 which caused a big shock. The ins quit and then started up after that. They reported that the ins wasn't working right and that it kept going off and didn't hold where they set it. Their foot was numb and they were right back to square one. They tried 4 or 5 times going to their healthcare provider's office but it was still "going off". No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that when the patient was meeting with the rep, at the healthcare provider (hcp) office, the rep stated, "she put the machine on there and said she could not get any data". The patient also noted that it's not helping much. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's stimulator had been acting up ever since they went through a metal detector. The representative saw the patient at the hospital prior to their battery replacement; an impedance test was performed and all impedances were within the normal range. The patient's battery was replaced and the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient had been seen by representatives in the clinic and an assessment was performed on the function of his stimulator. His impedance values are within normal range and the device usage is nearly 100%. The patient was reprogrammed numerous times, and adaptive stim has been both on and off to rule out any issues with its functionality. From a device standpoint, everything seemed to be functioning as expected. The patient was aware of the positional change effect, because he went for a period of time without adaptive activated and he didn¿t like that it felt stronger when he was on his back. Also, during one reprogramming session, his adaptive stim positions and preferred intensity selections were verified and appropriate. They had also set the system back to the exact programming used prior to the metal detector incident. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 97714, sn: (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Additional review indicated conclusion code, results code, and method code is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are still working to get their stimulator back to the way it was. They stated that they always have their stimulation at 4, but it won't stay there. The patient noted that they have been to their doctor¿s office 4 times, but the stimulator still isn't working like it used to. No further complications were reported or anticipated.